Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected one loss of capture (loc) beat on telemetry. Upon device interrogation, stored episodes were reviewed and several ventricular tachycardia (vt) episodes of atrial pace, ventricular pace and ventricular sense were observed, which may have been loc. The patient with this device system did have an underlying rhythm and no instance of asystole greater than two seconds was captured on telemetry. Upon xray review, the physician noted that the right ventricular (rv) lead had pulled back. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.